Event description:
During robotic surgery, the surgeon grabbed robotic monopolar scissors instrument to dock onto robot arm and small round grey plastic piece completely came off the instrument. Plastic piece was found intact on the operating room floor and secured in container. The robotic scissor instrument was removed from the sterile field, tagged, and sent to sterile processing department. Incident report will be performed, and instrument will be returned to manufacturer.